Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided, although it was reported the patient had been receiving therapy from a pain pump. It was reported the patient was not currently receiving pain medication from the pump at the time of the report ((B)(6) 2018). It was reported the alarm kept going off every 15 minutes and they were trying to find a way to turn the alarm off with the patient¿s handheld device. It was reviewed the patient would not be able to turn the alarm off and they were redirected to the patient¿s healthcare provider. The consumer stated they were told the alarm was going off because the pump was empty. The consumer did not know what the alarm sounded like because they had not heard it. No symptoms were reported. Low and empty reservoir information was reviewed, and the consumer was redirected to the healthcare provider. The consumer declined to provide any identifying patient or device information. No further information was able to be obtained.